Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the asr right hip implant caused painful and permanent injuries in the patient. Litigation further alleges that the patient experienced excessive levels of chromium and cobalt. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and high ion levels. Dor: (B)(6) 2012. Update: ((B)(6) 2012) - patient fact sheet was received. The side has been updated. There is no new information that would change the outcome of the investigation. (Left side). Update: (B)(6) 2013 - patient's operative records were received. Records indicate the patient upon revision cloudy fluid, inflammation, gray fibrinous material, and little corrosion was found in the joint space. The stem and sleeve are being added to the complaint and the complaint re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.